Manufacturer narrative:
The device is not expected to be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted. Due to a system limitation, date returned to MFR was inadvertently populated. The device was not returned.

Event description:
The event involved a 22¿ (56 cm) appx 5.6ml, ext set, trifuse w/4 clave¿ clear, spiros¿ w/red cap, 1.2 micron filter, 4 clamps where leaking at the air vent hole on the filter was noted during an infusion of an unspecified chemotherapy. There was patient involved and no harm was reported as a result of the reported event. This is 3 of 3 incidents reported.